Event description:
A report was received stating that the patient monitor system showed cardiac arrest and desaturation of the patient. Upon arrival at the patient's bed, the hospital staff observed that the ventilator was disconnected from the patient tube but, the ventilator continued ventilating without alarms. The ventilator was immediately reconnected to the patient and cardiopulmonary resuscitation was started. The patient circulation was stable after 5 minutes again. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
The investigation into this complaint has been completed. No parts were replaced but the ventilator¿s logs were received. The investigation therefore, consists of an evaluation of the additional information that was received from the hospital and an evaluation of the ventilator¿s logs. The hospital provided additional information stating that the ventilator alarmed for the disconnection situation and that there was no technical problem with the ventilator at any given time. The evaluation of the ventilator's logs showed that many alarm were generated around the time of the event. The alarms all together indicated a leakage situation which can correspond to the reported disconnection. The disconnection alarms were followed by a stepwise increase of the oxygen concentration which indicated the actions taken by hospital staff after the detection of the disconnection. There is nothing in the logs to indicate a ventilator malfunction at the time of the event. Our conclusion in the matter is, that the disconnection occurred as reported and the ventilator alarmed for the situation. There was no ventilator malfunction at the time. This conclusion is supported by the statement that was provided afterwards by the hospital, which also implies that the initial information, that no alarms were generated, was incorrect.

Event description:
(B)(4).